Event description:
Baxter received a report from a pharmacist involving an automix 3+3/as compounder. According to the facility, the pharmacy technician is finding that the lipids source container is running empty too quick and has determined that over 30ml had over delivered. Unit is consistently pulling 30ml on the red station and per caller this has happened at least 14 times today. This event occurred during compounding in the pharmacy. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the reported condition of "the lipids source container is running empty too quick and has determined that over 30ml had over delivered" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.